Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump displayed empty gray boxes where numbers should have been. The pump then went back to a normal display. No reported adverse impact to the customer¿s blood glucose. The customer declined to provide further information with tandem technical support.